Event description:
It was reported that the pump stopped and recovered associated to an MRI. The reporter indicated that there was a print out of the pump logs back to (B)(6), and the reporter was asked, '(B)(6), did you have an MRI? Because your pump stopped?,' to which the patient confirmed there was an MRI in (B)(6). The reporter indicated that they were told that the printed logs indicated 'it started right up,' but the reported information made it unclear exactly how much time passed prior to motor stall recovery. The pump was used to deliver lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter.